Event description:
It was reported that patient with this artificial urinary sphincter experienced slight incontinence. The balloon was explanted and replaced with a higher-pressure balloon. No patient complications were reported.